Event description:
It was reported to philips that the system turned off by itself and was difficult to turn back on. The system was not in clinical use at the time of reported event. No harm was reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that system switch off by itself. Upon investigation, rse advice the customer to restart the system and observed that the console switches off and found that table braked was unlocked. Then, the customer restarted it again and the system was being used for non "risky" procedures. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.